Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4)

Event description:
It was reported that a patient was seen for a refill the day prior to the report and the pump was filled with a higher concentration. It was stated that the health care provider (hcp) forgot update the concentration. The hcp left the old concentration and just switched to flex dosing. The patient was at home and was being seen by another hcp with a local manufacturing representative to fix the programming. The pump was infusing hydromorphone and bupivacaine. The hydromorphone was changed from 2.0 mg/ml to 4.0 mg/ml and the bupivacaine was changed from 5 mg/ml to 10 mg/ml. Additional information received reported that the pump was programmed with the correct concentrations of drug and the patient was doing fine. The patient was asymptomatic. A follow-up report will be submitted if more information becomes available.